Manufacturer narrative:
An event of device deformity during procedure was reported. Information from field indicated that there was no interactions with cardiac structures or kinks in the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 25 jun. 2024, a 8-6mm amplatzer duct occluder was selected for implant using a 7f amplatzer torqvue delivery system. During the implant procedure, the device continuously showed bulging and gave an "onion" shape. The physician then replaced the device with a new 8-6mm amplatzer duct occluder to resolve the event. The device was never released from the delivery cable. There was no interactions with cardiac structures or kinks in the delivery system. There were no adverse events to the patient, no delay in the procedure, and no hemodynamic compromise. The patient is stable.